Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2014 indicate the patient received a right total knee replacement due to severe valgus degenerative joint disease with tricompartmental changes, flexion contracture. The patella was resurfaced, 2 depuy cements were utilized. The surgery was completed without indication of complication by the surgeon. Primary implant sticker sheet is located on page 8. Revision operative notes (B)(6) 2019 indicate the patient received a right total knee revision due to failed right total knee arthroplasty, arthrofibrosis, aseptic loosening of the tibial component, decreased range of motion and pain. Upon entering the joint, a significant amount of joint fluid and synovitis was encountered, synovectomy performed. There were no allegations of deficiency related to the femoral component, it was removed. The patella was not addressed and was not indicated to be removed. Competitor products were implanted at the time of the revision. The surgery was completed without indication of complication by the surgeon. Revision due to arthrofibrosis, aseptic loosening of the tibial component, decreased range of motion, synovitis and pain. Depuy cement used at primary x2. Doi: (B)(6) 2014. Dor: (B)(6) 2019. (Right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.